Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units tether from the doppler was defective and the p-clip was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. Getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) tether from the doppler was defective and that the p-clip was broken. Fse replaced tether assy and nylon p-clip. Functional check and safety test performed according to factory specifications. The device has been given to the customer and approved for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Received tether assembly serial number: n/a and cable tie p-clip serial number: n/a with a reported unit failure of a defective tether assembly and a broken cable tie p-clip. The failure analysis and testing dept. Performed visual inspection of the part received tether assembly serial number: n/a and found that the part is not functional. And part number cable tie p-clip is broken. Due to the defective parts. The fat department cannot investigate any further. The failure analysis and testing department verified the broken parts. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)